Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx drug eluting stents were implanted, one in the lad, one in the 1st obtuse marginal and one in the 2nd obtuse marginal. The next day, patient suffered a pci related myocardial infarction. It was assessed by the investigator that the event was not related to device or drug.

Manufacturer narrative:
Cec assessed mi as no event. Film was reviewed with no side branch occlusion observed. If information is provided in the future, a supplemental report will be issued.